Event description:
The customer reported to customer service that the suction is low on her pump, it starts to "wheeze" on the higher setting and the vacuum does not change in intensity when the dial is turned past the mid-point. She has had mastitis three times - once in february and twice in march.

Manufacturer narrative:
Customer service completed troubleshooting with the customer over the phone, which did not resolve the customer's issue so a replacement pump was sent to the customer. Attempts to contact the customer to get additional complaint info and whether medical treatment was necessary have been unsuccessful; however, the customer did return the original pump for testing/analysis. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The breast pump was received from the customer and was tested/analyzed. In summary, the pump performed its intended function and met its performance specifications. Based on the fact that the pump was not out of specification and absent knowledge of medical treatment, if any, it cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues. Medela acknowledges this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. Eval summary: the pump was visually examined and the following were noted: pump type: pump in style advanced. Pump manufactured on: 10/06/2010. Circuit board data: medela part #9007040a; software version 5.2; MFR part # w541; lot code 0266 (2). The transformer was also returned and voltage was tested and found to be in specification. Vacuum levels and cycle rates were measured. The pump functioned properly throughout the experiment.